Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was placed in the posterior lateral branch of the coronary sinus and became dislodged during sheath removal. The lv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).